Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed for the finished device number 231822, and no non-conformances related to the reported complaint condition were identified. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent primary breast augmentation with mentor smooth round spectrum 475cc saline prostheses and experienced bilateral capsular contracture post procedure (baker¿s grade unknown). As a result, replacement with natrelle implants was performed on (B)(6) 2019. See 1645337-2019-09669 for contralateral prosthesis report.